Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a nurse found blood leaking from area where heparin line connects to dialysis tubing during an unspecified time during a patient's hemodialysis (hd) treatment. It was reported the nurse attempted to clamp the line to stop the blood leak and the heparin line became unattached from the dialysis tubing. Treatment stopped, the lines were clamped, and blood returned to patient. The leak was visually observed and was noted as an external blood leak. It was reported the patient lost about 5 ml of blood. The clinic nurse supervisor confirmed that the patient completed treatment successfully with new supplies on the same machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested but reported to be unavailable.